Manufacturer narrative:
The lens was implanted and therefore unknown if explanted. An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) had a torn or broken haptic. No further information was provided.

Manufacturer narrative:
Device available for evaluation; returned to manufacturer on: 03/27/2018. Device evaluation: the intraocular lens (iol) was returned at the manufacturing site for evaluation. Visual inspection under the microscope showed loose fibers/particles and residue of lubricant material on the lens related the handling of the unit out of a sterile environment. No damage was observed on the lens surface. One of the haptics was observed damaged/distorted. No damage was observed on the other haptic. The condition of the sample returned was consistent with a product that was handled and prepared for surgical process. The customer's reported complaint was not verified. Manufacturing records review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed that no additional investigation requests for this order number have been received. Labeling review: the directions for use (dfu) were reviewed. The directions for use (dfu) adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.